Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the bottom of the cassette after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for at least 24 hours. Upon follow up, the patient contact confirmed the reported fluid leak event occurred during fill 1 of treatment after having difficulty with the cassette being recognized by the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.